Event description:
A report received through the legal department indicated that a patient expired two days after an interventional procedure for trapease inferior vena cava filter (ivc filter). The information received indicated that the patient had sought medical attention at a clinic due to complaints of shortness of breath. The patient was diagnosed with pneumonia. No treatment was rendered and the patient was discharged. Ten days later, the patient was admitted to another medical facility and was diagnosed with deep vein thrombosis. Treatment included placement of the trapease ivc filter and heparin administration. There was no information provided regarding procedural details or vessel characteristics. The trapease ivc filter was reported to have not properly expanded allowing blood clots to escape from the deep vein thrombosis to the patient's lungs.

Manufacturer narrative:
The product is not available for evaluation and testing. The complaint received, as a legal file, states that approximately two days post trapease vena cava filter implantation, the trapease filter had incomplete expansion and patient experienced a pulmonary embolus and subsequently died. This was a male with unknown medical history. The patient had sought medical attention at an unspecified clinic due to complaints of shortness of breath, and was diagnosed with pneumonia. At an unknown time later, the patient again sought medical attention; however, this time through the emergency department of a hospital with unknown complaints. The report indicated that there was no treatment rendered and the patient was discharged. Approximately 10 days after the 1st clinic presentation, the patient was emergently hospitalized, at another facility, where he was diagnosed with deep vein thrombosis of the legs. Treatment included implantation of a trapease vena cava filter and heparin administration. There is no information regarding the trapease filter implantation procedure. There is no information regarding the target vessel size. There is no record of post procedure filter placement imaging. There is no information regarding the efficaciousness of the blood thinning medications. Two days post implantation, the patient collapsed and died. The death certificate lists the cause of death as pulmonary embolism. An autopsy report was received and revealed: "the patient had evidence of deep vein thrombophlebitis with a large occlusive saddle type pulmonary embolus resulting in a rapid death due to occlusion of blood flow to the lungs. Prophylactic treatment for such an event had been made with insertion of a filter in the inferior vena cava. This filter did not properly or completely expand, however, leaving sufficient space for the fatal blood clot to pass by the filter and embed in the pulmonary artery. Although there were clots in the venous plexus surrounding the prostate, the dimensions of the fatal clot were such that they of necessity arose within one of the legs." The filter was unavailable for analysis. The product is not available for evaluation and testing. No sterile lot number information was available thus no DHR could be performed. The complaint of filter incomplete expansion was investigated; however, without the product to analyze and the sterile lot number for a device history review, the investigation was limited. Recurrent pulmonary embolism is a known potential adverse event associated with the implantation of vena cava filter devices and is listed in the IFU as such. Review of the limited information does not suggest what factors may have contributed to the unfortunate events experienced by this customer. Please note that this is the initial/final report for this product.